Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the haptic insertion area (not returned). The other haptic was bent in the gusset and distal area. The optic has a large portion of lens material broken/torn and missing (not returned). The associated cartridge was not returned for evaluation. The file indicated the use of a qualified associated cartridge and handpiece. The viscoelastic indicated is not qualified for the product combination used. The lens was not returned in a cartridge as described. The lens was returned in the lens case. The reported broken haptic damage was observed. The root cause for the reported complaint appears to be related to failure to follow the IFU (instructions for use). The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd(ophthalmic viscosurgical device)-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, surgeon planned to implant the multipiece lens because the capsule bag was not stable. During the implantation, the lens haptic was broken inside the cartridge. The procedure was completed with back up lens. Additional information was requested.